Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient forgot how to recharge and had not used to ins for a couple of years. The patient had an appointment on (B)(6) 2017. The caller reported that the pain in the patient¿s legs was getting worse and recharging was taking too long. It was also mentioned that the stimulator stopped working. It was reviewed that the device may possibly be overdischarged and it was recommended they contact the patient¿s healthcare professional (hcp). The caller was contacted the next day and reported it was taking the patient an hour or more to recharge so he gave up. The caller also stated that the patient had an appointment on (B)(6) 2017. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-02-01 that the patient stopped recharging and the device became unresponsive due to being overdischarged. There were no applicable environmental factors. The clinician programmer was used to interrogate/diagnose the device. It was reported that they would schedule for a device reset with the health care professional (hcp). If successful, then reprogramming would be done at that time. It was reported that the health care professional (hcp) mentioned that perhaps a non-rechargeable device may be better suited for this patient. The patient concurred. A surgical intervention was planned but had not yet been scheduled. It the issues were not yet resolved. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the representative (rep). It was reported that the patient had not used his implantable neurostimulator (ins) for 3 years. The patient stated that the therapy was working great for his pain but he did not like recharging all the time. A trickle charge was performed and the patient was able to communicate with his battery. He spoke to the healthcare professional (hcp) about changing to a non-rechargeable device as soon as possible.